Event description:
New information notes that the right ventricle lead additionally exhibited failure to sense, failure to capture, and low pacing impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number:2017865-2021-08915. It was reported that the patient presented for a generator change out procedure. During the procedure on (B)(6) 2021, the right ventricle lead was capped and replaced due to lead fracture and the atrial lead was capped and replaced due to unknown reason.